Event description:
It was reported the patient is having difficulty maintaining communication with the ipg using the charger. A new charger antenna was sent to the patient to help resolve the issue. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.